Event description:
The customer reported that the system displayed a communication error message resulting a mandatory reboot. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: the control panel cpu and I/o board, the fluoro functions board, and the mainframe backplane board. The system was then found to be operating as intended.